Event description:
It was reported that the pt's lead impedance measurements were greater than 3,600 ohms inter-op and post-op. The lead was connected to the front and back connector block with no changes in impedances. The lead extension was physically disconnected and reconnected with no change. The pt did not receive stimulation with any combinations. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).